Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable was severed and missing. The root cause for the severed and missing trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.